Manufacturer narrative:
The customer declined ge service. No repair information available.

Manufacturer narrative:
Ge healthcareâ s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Block h4: date of device manufacture year is 2009. The month of manufacture was unavailable at time of MDR filing. Legal manufacturer: hcs research park - 9900 innovation drive USA wauwatosa, wi 53226 h3 other text : device evaluation anticipated, but not yet begun.

Event description:
It was reported that the warmer bed was broken. No report of patient involvement.